Event description:
Patient noticed changed in vision. Presented with dislocated phakic lens and posterior subcapsular cataract. Surgeon removed phakic lens, performed cataract surgery and aphakic iol implantation. Cause of dislocation unknown. Cause of cataract likely related to high myopia.

Manufacturer narrative:
Fourteen years postop patient presented with dislocated lens and cataract. The cause of the dislocation cannot be confirmed and the lens was inadvertently thrown away so it could not be examined. Surgeon acknowledged that original surgery required significant manipulation of the device that may have caused damage and that the amount of tissue holding the device in place was not optimal. Patient was treated by removing the lens and performing cataract surgery with iol implantation. Removal and cataract surgery were uneventful. The patient's contralateral eye also received the same model of lens and has had no problems.